Event description:
The resident was being transferred from the bed to the chair using the lifter. The right hand leg clip of the sling came loose from the hanger bar. No determination has been made how clip became slight bleeding to the back or her head to which ice was applied. Resident also complained of left arm and shoulder not feeling right.